Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had missing right claw. There was patient involvement but no harm.

Manufacturer narrative:
Omit: g04070 - housing.

Event description:
It was reported that the device had missing right claw. There was patient involvement but no harm.

Event description:
It was reported that the device had missing right claw. There was patient involvement but no harm.

Manufacturer narrative:
Additional info: annex imdrf g code. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.